Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed damage that confirmed the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code (B)(4), lot number hx2158. Device history batch: null. Device history review: DHR reviewed, no deviations were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tibial insert would not lock in the implanted base plate.